Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the blackbox (bb) shows evidence of cs 064-0008 alarm. The pump was exercise for 24 hours and the cs 064 alarm complaint was not duplicated. Moisture was observed under display. The keypad cover is peeling off the base starting from ok button. All of the keypad buttons respond normally. The display is dim/fading/reddish. The keypad cover removed and no contamination was found under contacts. A keypad leak was found. The investigation completed with returned battery cap. The pump case was removed and further moisture was found internally. The battery compartment is cracked below pad, investigation completed with returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.